Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was unknown. The customer states he has been having issues with the pump alarming no delivery. The customer states he has changed the set and reservoir but the alarm reoccur. The customer states he removed the reservoir and attempted to prime but would not. The customer did state he does use the reservoir over a month at times. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.